Manufacturer narrative:
(B)(4). Eval summary: quality assurance technician analysis of the returned product noted blood and contrast visible on the balloon, distal shaft, hypotube, and hub, which is consistent with preparation and the sds advanced into the pt anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. Product performance engineering reviewed the incident info and analysis of the returned product. It was reported that the 2.75 x 28mm rx vision stent delivery sys (sds) would not cross the lesion and the proximal shaft separated. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, re-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met mfg criteria. Based on the reported info, the failure to advance appears to be related to the heavily calcified lesion. The hypotube and jacket material were separated 17.2 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a mfg deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were multiple kinks noted throughout the sds. In this case, the pt's anatomy was heavily calcified, which would have contributed to the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: separated shaft has caused or contributed to pt injury previously. Device issue: failure to advance/shaft separation. It was reported that the first device would not cross, and during the attempt to cross, the proximal shaft separated. No pt effects were reported. A second device also failed to cross the lesion. No add'l event or pt info is available.